Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The samples were recollected, repeated on the veritor, and upon repeat were negative. The customer has declined to provide additional information at this time. There was no report of patient impact. Eua#:(B)(4).

Manufacturer narrative:
H6. Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records for batch number 0267282, testing of retention samples of batch number 0267282, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false positive results that was observed. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated (B)(4) to investigate the root cause and some mitigation actions are already being addressed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The samples were recollected, repeated on the veritor, and upon repeat were negative. The customer has declined to provide additional information at this time. There was no report of patient impact. Eua#: (B)(4).